Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer provided logfile for evaluation. After the perform calibration and in the second calibration step (pressure gain calibration 30 mbar), there is no pressure detected and unit turbine is not working. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Event description:
The customer reported bellavista 1000e giving blower failure alarm prior patient use. The customer confirmed that there was no patient involvement associated with the reported event.